Event description:
The central monitoring system (cns) will not display pt data for the telemetry pts being monitored. On the primary display there is an error code "memory cannot be read". On the secondary screen, where pt being monitored the tiles are greyed out where pt data should be. MFR ref # 8030229-2014-00038.